Manufacturer narrative:
Follow-up #1: date of submission 9/8/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: battery compartment cracked below bumper pad. Evidence of moisture corrosion is only in battery compartment, other parts of pump don¿t have moisture: device passed leak test.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. Reportedly, the battery compartment was cracked and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.